Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient did not had any response even at loud sounds.

Manufacturer narrative:
Conclusion: the stimulator housing is shattered into many pieces, which is expected to be the result of a severe mechanical load, e.g. Due to an accident, even though no such event is mentioned in the patient report. The stimulator electronics is mechanically damaged to such an extent that excludes electrical measurements. This is a final report.

Event description:
The patient has no response to sound. The patient was re-implanted.